Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the metal cap is melted at the output window; the glass cap exhibits mild devitrification at the output window; the metal cap adhesion location exhibits burnt glue; the glass cap has pushed forward in metal cap and is protruding from the metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure the was noted to have commenced ¿firing from the end of the fiber¿. The fiber was exchanged and the case was completed. Patient outcome was reported as ¿completed as normal¿. No patient injury reported.

Manufacturer narrative:
(B)(4).